Event description:
Information was received from manufacturing representative (rep). Rep indicated that there was an issue connecting to the patients (pt) implantable neurostimulator (ins). Rep reported the healthcare provider (hcp) was connected to the pt's ins with tablet for about 30 minutes and then encountered the issue. Rep said the hcp saw 'system error: 0x41ea85ce' as well as 'system error: 0d575cc1'. The caller states they saw error messages between two tablets. Rep stated the clinician programmer app allows the hcp to get to the impedance measurement, where they attempted to both run and not run impedances, but the message comes up shortly after and ends the session. Rep noted the message indicated 'patient limits need to be recalculated' and the only option the clinician has is to press 'ok' and they are then booted from the app. Rep reported the hcp attempted to hardwire the communicator, which has new batteries, tried turning off and on tablet(s) and the rep advised the hcp to open and close the pt data service app. The pt is able to connect to their ins with the pt handset/app. Agent advised the caller to have the hcp call hcit to pull any and all logs/files to be evaluated. Additional information was received from manufacturing representative (rep). Rep states he tried 4 different tablets and had a telemetry failure with all of them. Rep reported he was able to program dual threshold adbs but not single threshold. Additional information was received from manufacturing representative (rep). Rep reported that cause was unknown and that troubleshooting included restarting, using a different tablet, using programmer to switch groups and fully disconnecting and reconnecting with tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.